Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur during one or multiple patient procedures? If this event occurred in multiple procedures, please provide the following information: what is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? What is the quantity involved per procedure? Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent nissen fundoplication on an unknown date and suture was used. During the procedure, the suture snapped about 1cm behind the needle. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: a box with five unopened samples of product code w932, lot kkj965 were received for analysis. The complaint sample was not returned for analysis. During the visual inspection of five unopened samples, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was observed, and the tested sample meet the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-79024 and 2210968-2019-79023. Analysis results have been included in the follow ¿ up reports for each.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: this issue happened on one procedure but multiple suture faults occurred (3 faulty sutures). I am not aware of any other issues but I did remove the same batch numbers in our theatres 15/16 and our store room. I don¿t think there has been any complications. The date this procedure took place was on the (B)(6) 2019 and it was a lap fundoplication.